Event description:
It was reported that during the basilar tip aneurysm procedure, the subject stent was deployed successfully. Post procedure patient had ischemic stroke (right side hemiparesis). Therefore, retreatment (endovascular treatment - thrombectomy) and medication were required. Patient condition is better but still in hospital. According to the site the adverse event had a causal relationship with the procedure, a possible relationship with the subject flow diverting stent, other stryker stent device and dapt.

Manufacturer narrative:
This 2 out 3 MDR reports. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the patient suffered an ischemic stroke post procedure. Retreatment was required, and patient remains in hospital. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported 'patient stroke'.

Manufacturer narrative:
B5 executive summary - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the patient suffered an ischemic stroke post procedure. Retreatment was required, ia alteplase was administered directly into the thrombus and patient remained in hospital. Two months later numbness was reported. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported 'patient stroke' and 'patient complication.'

Event description:
It was reported that during the basilar tip aneurysm procedure, the subject stent was deployed successfully. Post procedure patient had ischemic stroke (right side hemiparesis). Therefore, retreatment (endovascular treatment - thrombectomy) and medication were required. Patient condition is better but still in hospital. According to the site the adverse event had a causal relationship with the procedure, a possible relationship with the subject flow diverting stent, other stryker stent device and dapt. Update: additional information received on 26-mar-2023 reported that there is ae#2 (numbness of the right hand (the patient experienced the numbness of the right hand. The right hand feels cold and icy to the touch). According to the site the adverse event had a possible relationship with the procedure, with the subject flow diverting stent, other stryker stent device and dapt (dual anti-platelet therapy). Outcome is recovered/resolved. No additional information is available.